Event description:
As reported: "after inserting the lag screw using standard techniques, the set screw was statically secured. When striking the u-blade with a hammer during insertion, the bone was penetrated, and the acetabulum may have been penetrated as well. The physician commented that the lag screw was too short, and the set screw did not fit into the groove. The size was changed from 90 to 100 and the procedure was completed." Additional information received: "re-intervention for tha was performed on (B)(6) 2026. The revision surgery was performed to repair the bone that was damaged during the primary surgery due to the physician's lag screw selecting was too short. Therefore the revision surgery is related in the primary surgery's issue"

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.